Event description:
It was reported that this right ventricular (rv) lead exhibited no capture at maximum outputs. The patient experienced a cardiac tamponade and a pericardiocentesis was performed to drain the fluid. In addition, the patient experienced a ventricular tachycardia (vt) storm. An echocardiogram and a cat scan were performed, which indicated the rv lead was in the correct position and didn't appear to have perforated the heart. Subsequently, thresholds were performed and capture occurred at 0.6v. The physician continued to monitor the system and a week later the threshold measurements were 2.4v. It was noted the r-waves had decreased to 2mv, but the measurements had increased once the thresholds increased. This rv lead remains in service. No additional adverse patient effects were reported.